Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused during infusion. The device infused in 27 hours instead of the expected 46 hours. The device was filled with fluorouracil and 5% glucose. There was no serious patient injury or medical intervention associated with this event. No additional information is available.